Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information provided: d4: UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Enclosure and block assembly were damaged when dropped. Also the power control board (pcb) was damaged which somehow triggered the overtemp and low water alarms. Wear and tear damaged front cover and line cord. The tank cover was cracked at the screw holes. The root cause of the reported issue was found to be impact damage from being dropped. Actions were taken to mitigate the reported issue: replaced the enclosure and block assembly and power control board.

Event description:
It was reported that the device was dropped, over temp and low water alarms. No patient injury was reported.

Event description:
Information was received that a smiths medical fluid warmer was dropped and has over temperature and low water alarms.